Manufacturer narrative:
The reported events were lead dislodgement, over-sensing, r-wave amplitude variation, and low pacing lead impedance. As received, a complete lead was returned in four pieces with the helix retracted and clogged with blood/ tissue. After cutting the distal portion if the lead, cleaning the blood/tissue from the helix, and applying torque to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of oversensing, r-wave amplitude variation, and low pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during a remote follow up, oversensing, r-wave amplitude variation, and low pacing impedance were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgment of the rv lead was observed. The physician suspected the dislodgment was due to patient ambulation. Abbott technical support was contacted and the device was reprogrammed. Later, a revision procedure was performed and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.